Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump loses time. The customer¿s blood glucose was unknown at the time of the incident. The customer also report no delivery alarm and pump was slower and makes louder sound. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No rewind anomaly, louder sound and no excessive no delivery alarm noted during the testing. Device was programmed with the current time and date and monitored for several days. The time and date is functioning properly. (B)(4).